Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for hemogard shield color variation with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, color variation in the hemogard shield was also observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer samples and photos, the customer¿s indicated failure mode for hemogard shield color variation with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and samples were observed with color variation in the hemogard shield. Root cause description: based on the investigation, the most likely root cause was determined to be manufacturing related, specifically, during the molding of the hemogard shield when colorant was added. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had cap color variation. No serious injury medical intervention.